Event description:
A sixty-year-old male was admitted for coronary artery bypass surgery and elective impella 5.5 placement. During the procedure, it was noted that there was perforation of the left ventricular wall. The impella device was removed and the perforation was closed. Once closure was confirmed, the impella 5.5 was re-inserted through the open aortotomy. The ventricle was noted to be grossly diseased and fragile per the surgeon. There was no clinical information provided and the ventricular perforation was secondary to the surgeon implant process so unable to attribute to the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.